Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the return lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported during the patients ipg replacement procedure that the patients lead displayed high impedance. As a result, during the procedure the lead was explanted and replaced. The impedance did not effect the patients therapy.